Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure during induction, the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead did not convert the patient's ventricular tachycardia (vt). It was noted that the lead was placed on the septum. The patient was brought in for a second defibrillation threshold (dft) testing a couple of days later, however the device and lead still were unable to convert the arrythmia. Subsequently the ICD and rv lead were explanted. A new system from another manufacturer was successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection found cuts in the insulation and blood and body fluid in the helix housing. Microscopic inspections of the terminal pin assembly and electrode tip noted no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.